Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The pump was not returned for investigation. Data logs show several 1051 placement signal not reliable (psnr) alarm after a downward trend in the placement signal. The cvp 300 was active during the event, and the placement signal was returned to the normal range after 7 hours. No issues were noted with motor current and optical signal parameters. Failure indicates dp sensor drift. The doctor was concerned about the negative placement signal value and psnr without a reported motor current trend. The reported failure mode of the optical signal issue was changed to a placement signal issue because the optical signal 5s parameters were within specification range and placement signal values derived from both the optical and dp sensors. Dp sensor drift was confirmed from the data log review. The severity remained unchanged at 1, as the device was not removed due to the failure mode. The cause of the placement signal issue was sensor drift, based on data log review. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal unreliable alarm appeared during impella rp flex support. The staff was advised to disable the audio and alarm to continue using the implanted pump. There was no patient harm.